Event description:
In 2008, the patient/layperson spoke with a customer care advocate, cca, alleging her one touch ultra2 meter prompted error 5. When asked, the pt stated she "took more insulin" and had "low sugar symptoms" after the issue began. No medical intervention was given. The pt described the test strips as having an off center cut with a portion of one side peeling back. The cca replaced the meter and test strips. This senior medical affairs specialist has left messages for the pt and will send a follow-up letter. The complaint is classified based upon the info given to the cca. Because the pt alleged she had "low sugar symptoms" after taking add'l insulin while unable to obtain an actionable result on the meter, the complaint is classified as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.